Event description:
Related manufacturer reference numbers: 3006705815-2019-02200. 3006705815-2019-02201. 1627487-2019-07016. 1627487-2019-07017. It was reported that the patient's infection and related medical issues have resolved with antibiotics under the care of a physician.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: model: 3186, scs lead (2) - therapy date unknown, model: 1192, scs anchor - therapy date unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02200, 3006705815-2019-02201, 1627487-2019-07016, 1627487-2019-07017. It was reported that patient experienced mild redness, warmth, and tenderness with palpation around the ipg site. There was also minimal clear drainage at ipg incision site and the lead incision site. On (B)(6) 2019, the incision sites were cleaned, steri strips were applied, and antibiotics were administered. The drainage resolved at both incision sites.